Event description:
During the process of intubation of a pt for anesthesia, prior to cardiac surgery to replace the aortic valve, oxygenation fell from an initial 94% to 20% over a period of 3 to 5 minutes. When the reason for the hypoxemia was sought, it was discovered that gas was escaping from the breathing circuit at the device's cap (which appeared mis-seated on the monitoring port). The cap was then reattached so as to seal the port, and oxygenation of the pt was resumed. The pt was reported improved after the surgery. Subsequent trend analysis of the oxygenation status of the pt during this episode revealed that the pt experienced hypoxemia below 30% for 72 seconds.